Event description:
It was observed that during the device evaluation, no image is displayed.

Manufacturer narrative:
The device was returned to olympus and the evaluation found: no image is displayed. Based on the results of the investigation, the most probable cause of the findings is component failure. Olympus will continue to monitor the field performance of this device.